Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (235cm) was used during an emr closure procedure performed on (B)(6) 2024. After deployment of the first tack during the procedure, significant resistance (tension on suture) was felt coming out of the colonoscope. When the second tack was loaded and advanced through the scope, it became stuck to the first tack. While attempting to separate the second tack, the first tack dislodged. The procedure was completed with another x-tack device. There were no patient complications as a result of the event.

Manufacturer narrative:
Imdrf code a0406 captures the reportable event of tangled.